Event description:
It was reported that the patient was assaulted, pushed down and when she fell down, she banged her forehead against the pavement. She suddenly heard a metallic noise on the implanted side, and had a lot of pain. She wasn't wearing the audio processor at the time of the assault. When she got home, she tried the ap but the implant no longer worked. Every time she tried the ap, she either heard a rain sound or absolutely nothing. She is still in a lot of pain, and sometimes hears an engine sound without the ap connected. At the med-el office we checked the ap and it works correctly. We are currently awaiting for the CT scan results and then will get the opinion of a medical doctor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.